Manufacturer narrative:
The reported field event of no eri alert was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with a pacemaker that did not have the elective replacement indicator (eri) status tripped even though the battery voltage indicated that the device was on eri. The device was replaced and explanted. The patient was stable.